Manufacturer narrative:
Concomitant medical products: w1dr01 ipg implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted due to infection. The organism was identified as (B)(6) blood infection. It was also reported that the right atrial (ra) lead exhibited vegetation. The patient was treated with antibiotics. No further patient complications have been reported as a result of this event.